Event description:
It was reported that on 21 june 2024, a 9mm amplatzer septal occluder was chosen for implant using a 7f amplatzer trevisio intravascular delivery system. During procedure, the device became a shape of cobra head when the device was deployed in atrial septum, although there was no tortuosity, nor contacts between the device and patient¿s anatomy. Another attempt was made but the issue persisted the deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 9mm amplatzer septal occluder was chosen and completed the procedure successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Possible causes of device deformity include use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment. A 7f delivery system was used in the procedure. The recommended size delivery system for use with a 9 mm amplatzer septal occluder is an 6f which may cause the reported event of deformation. There are no anatomical interference, or angulation or kink in the delivery system was reported. Abbott requested for device/issue images to review; this was not provided by the site. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.